Event description:
The customer reports that the ventilator ceased working and did not alarm. The hosp bio-med could not duplicate the reported problem. The bio-med claimed that the air mixers alarm did activate. There was no pt injury. There are no ventilator settings available.